Event description:
It was reported that the right ventricular (rv) lead exhibited an elevated sensing integrity counter (sic) count and oversensing of non-physiologic signals resulting in the inappropriate delivery of anti-tachycardia pacing (atp). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited oversensing of non-physiologic signals on the right ventricular (rv) channel resulting in the detection of false episodes and the inappropriate delivery of anti-tachycardia pacing (atp). A lead integrity alert (lia) occurred due to sensing integrity counter (sic) and high-rate non-sustained episodes. It was further reported via the following clinic that the patient had a procedure at the time of the event involving cautery on their left upper arm. The ICD remains in use. No patient complications have been reported as a result of this event.